Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-feb-12 arjohuntleigh was initially notified about the incident with regards to citadel plus bed. Following the information provided by arjohuntleigh service technician the plastic part of the safety side separated from the safety side mechanism. It in consequence led to the safety side detachment from bed. The malfunction was noticed in service center by arjohuntleigh technician while conducting quality check after rental period. There was no indication of patient's involved, no injury nor other medical consequences were reported. It needs to be emphasized that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. According to the technician's opinion the malfunction reported occurred while the bed's frame was expanded to a width from the head section of the bed (remaining seven sections were not extended) and the backrest was raised. Such a sequence of events led to the collision between the expended frame and the foot end side rail and bent it. In this particular case the safety side was bent to the point that the plastic separated from the safety side mechanism. The instruction for use (IFU) provided together with the involved device (831. 374 rev. B dated on december 2015) includes the following warning to prevent from safety side damage while using width extension feature: "make sure all eight extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition" the above indicates that the reported malfunction can occur only if the warning from IFU is not followed. In summary, although no adverse event occurred the complaint was decided to be reportable on a potential due to safety side detachment. It remains unknown if the device was being used for patient care at the time of the incident. The safety side was reported to detach and from that perspective the citadel plus bed did not meet manufacturer's specification.

Event description:
On (B)(6) 2018 arjohuntleigh was initially notified about the incident with regards to citadel plus bed. Following the information provided by arjohuntleigh service technician the plastic part of the safety side separated from the safety side mechanism. It in consequence led to the safety side detachment from bed. The malfunction was noticed in service center by arjohuntleigh technician while conducting quality check after rental period. There was no indication of patient's involved, no injury nor other medical consequences were reported.

Manufacturer narrative:
The missing UDI number was added.